Event description:
During product preparation, a hole in the balloon was discovered when the balloon was inflated with contrast. The information states that there was no evident damage to the packaging when it was received. The product was not clinically used. Another balloon was used to successfully complete the procedure. There was no injury to the patient.

Manufacturer narrative:
The product will be returned for evaluation and testing.